Event description:
During testing the pump was found to not accept some of our medical cassettes and gave frequent downstream occlusion alarms when no occlusions were present.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. E1 phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified this device had not been in for service previously. The customer problem was confirmed as the downstream occlusion test failed 7psi. The other reported problem of not accepting cassette confirmed with event history logs history could not be duplicated. The probable cause of the reported problem was unknown. The downstream occlusion sensor was replaced. The device then passed all tests thereafter.